Event description:
It was reported that as the intraocular lens was being implanted during routine cataract surgery, the patient's capsular bag broke and the iol fell to the back of the eye. The patient was referred to a retinal specialist who successfully removed the lens. In follow-up with the reporter she stated the doctor did not believe the lens caused this incident. The patient had a weak capsular bag that could not support the intraocular lens.

Manufacturer narrative:
The iol was not received for analysis. It was confirmed the device did not cause this adverse event. While the cause of this event has not been determined the results of our investigation reasonably suggest, it is not manufacturing related. The lens met manufacturing specifications prior to release. Other: lens not received for analysis.